Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer not detected on bus.The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted.As per part investigation, it was determined that the damaged ASSY CBL PYXIBUS 6 DRAWER (PN 12054701) that showed signs of exposed copper strands with the observed thermal damage.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 08-DEC-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.PART ANALYSIS:The reported condition of Multiple drawers are not detected on Bus was confirmed during FSE testing and subsequently confirmed in the DCHU testing and inspection process. The device was initially evaluated by the FSE according to WO (b)(4). The report states that the lower right light on primary controller board was blinking. The test application does not show 4.2 at all. The Pyxibus cable had some damage, so it was replaced. The retractor cable was slightly loose to 4.2, so it was reseated firmly. No change was detected, so the T board was replaced as well. This resolved the issue. During DCHU Visual Inspection P/N 120547-01: A detailed examination under a microscope was performed to visualize the black marks and the copper strands exposed which is indicative of a thermal event. P/N 151630-01: No anomalies were detected; the part showed no signs of physical damage, missing components or fluid ingress. During DCHU Testing: P/N 120547-01: Testing was not required due to thermal damage and exposed copper strands observed during the visual inspection. P/N 151630-01: Testing was performed with a DMM in resistance mode on the fuses of the board. Fuse F201 was detected to be open. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint is the damaged ASSY CBL PYXIBUS 6 DRAWER (PN 12054701) that showed signs of exposed copper strands with the observed thermal damage, which compromised the drawers functionality.